Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a left insular ribbon sign upon imaging, suggesting the development of a left middle cerebral artery (mca) territory infarct. No acute intracranial hemorrhage was noted. It was noted on (B)(6) 2020 that the patient had an interval evolution of the now subacute infarction in their left mca artery territory. A subtle hyper-density in the left parietal lobe was also noted which could be an artifact but minimal petechial hemorrhage could not be excluded. This could not be well-evaluated due to a motion artifact being found on this exam. The patient was monitored following the events. The patient was noted to have poor international normalized ratio (inr) upon follow-up which may have contributed.